Manufacturer narrative:
Patient age/date of birth and weight are unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter phone number: (B)(4). Manufacturing location: (B)(4). Manufacturing date: april 19, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported after the surgery it was noted that one of the proximal screws was outside of the adolescent lateral entry femoral nail (alfn). It had also been reported that the surgery had been prolonged for approximately one (1) hour. Most likely the locking screw missed the hole due to an issue with the aiming devices (the insertion handle and the aiming arm). Concomitant parts: nail (part/lot unknown, quantity 1); screws (part/lot unknown, quantity unknown). This is report 1 of 2 for (B)(4).